Event description:
It was reported that the screen turned off while the customer was updating information, requiring them to restart the process. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested as the customer declined to proceed with it.